Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced inaccurate a sensor failure after which they experienced a hypoglycemic event. The day of the event at 4pm the sensor failed. At an unknown time after, but the patient experienced vomiting, nausea, thirst, migraine and headaches, irritability, dizziness, sweating and according to the reporter was having diabetic ketoacidosis. The patient was brought to the hospital and when a fingerstick was taken the blood glucose reading was 526 mg/dl. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin, was given his ¿normal insulin, was given food and a liquid diet. The patient was discharged the next day, in the morning. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.